Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dirt on objective lens. A root cause could not be identified. Based on the results of the investigation, the following is likely led to the malfunction: the device had a cloudy lens due dirt on objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited a dirty objective lens. There was no patient involvement.